Manufacturer narrative:
The subject device was returned to olympus repair center. The evaluation of the subject device confirmed the followings; omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The reported event was reproduced when the bending section of the subject device was operated. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the reported event was caused by the defect of charge coupled device (ccd), the circuit board inside the connector or the video processor. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image became black and was not displayed. There was no report of patient injury associated with this event.